Manufacturer narrative:
Reporting this incident as this stretcher is included in manufacturer's open recall #z-2465-2008. Customer was notified of potential fatigue and recall by certified mail on september 3, 2008. Customer signed for certified notice on september 9, 2008. Unit has been corrected and returned to the customer by manufacturer's service company.

Event description:
Inside upper leg tube of stretcher cracked with patient on board. Crew noticed before attempting to remove the stretcher from the ambulance. No injury to crew members or patient.